Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The analysis results showed that four ecr60g reloads (c, d, e and f) were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the reload performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the patient gender/bmi? Female. Which firing on sleeve did issue occur? The system progressed with difficulty. At the first firing the clips closed but the incus broke. At the second firing the clips opened. Where any unusual sounds noted? No. Are any photos of device or cartridge available? Not available. What is meant by ¿the jaw of stapler has risen¿? Incus of the stapler broken. Please provide additional details of broken reload. The reload broke and the clips did not close. Did the device complete the firing stroke? Yes. Please describe staple form in area where stomach-bowel remained open. Clips were open with ¿u¿ form. Was the device difficult to open? No. How was the poor staple line addressed? Laparoscopy with handmade suture with vloc wire. What is the current patient status? Good. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a sleeve gastrectomy procedure were used: the stapler pseega (lot u94h67) + reload ecr60g (lot u40c8x) + reinforcement goratex. At the beginning of the procedure the stapler pseega (lot u94h67) worked and slowly completed the suture. After the suture, the reload ecr60g (lot u40c8x) has been removed from the stapler and it was observed that the jaw of the stapler has risen. The stapler was replaced with a new one (psee6a, lot u947213 with a new reload ecr60g of the same lot) and worked properly; it was observed that the stapler cut but the clips didn't close and the bowel remained open. The reload was found broken. The procedure was completed with the stapler psee6a and a new reload ecr60g (lot u94h67) but without reinforcement.